Event description:
Reportable based on device analysis completed on (B)(4) 2023. It was reported that crossing difficulties was encountered. The 76% stenosed target lesion was located in a severely calcified mid-right coronary artery. A comet ii pressure guidewire was used in a percutaneous coronary intervention procedure, however, it failed to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported, and patient was stable post procedure. However, returned device analysis revealed a tip detachment.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The occ cable, device shaft, proximal face end, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed the tip was detached at the sensor housing. Only approximately 181.5cm of the wire was returned for analysis, indicating that 3.5cm of the device, including the tip, sensor, and senor housing, were not returned for analysis. The separated end of the wire had portion of the tip still attached to the sensor housing and was pointed and jagged. The appearance of the separated tip is consistent to damage of the tip by being manipulated and torqued caused from interaction with the patient anatomy or device during the procedure, resulting in the tip being detached. There were also numerous kinks throughout the body of the device. The shroud of the occ cable was connected to the ffr link for signal verification. The signal was not present, as designed. During testing with the ffr link, the 'signal strength' showed a yellow/orange light and the 'zeroed' showed a blinking red light. The shroud of the occ handle was then connected to the bench top testing equipment, the coefficient values were confirmed to be programmed. The modulation was checked but there was no modulation (0%) for this device. Device analysis was conducted by inspecting the sensor by viewing the sensor port to verify that the sensor was in the correct location. The sensor looked to be inside the sensor housing detached from the fiber optic cable. The wire was gently shaken to see if the sensor would move within the sensor housing and the sensor did move which verifies the sensor was detached from the fiber optic. The proximal end of the wire was inspected for any fiber optic cracks or damage and that was polished correctly. The wire end showed no damage.